Manufacturer narrative:
This device was included in that field action. Based on the information received and without the return of the product, it could not be determined whether this device performed as described in the field action. Product event summary : the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, a lead impedance out of range alert triggered, the impedance trend on the rv (right ventricular) pacing lead was variable, and there was oversensing due to non-physiologic signals/sic (sensing integrity counter). 1478 of 5514 lifetime v-sic are recorded beginning (B)(4) 2013. An out of tolerance subthreshold lead impedance alert occurred on (B)(4) 2013, and (B)(4) 2014. Max rv pace impedance varies between 448 and 15696 ohms between (B)(4) 2013 and the end of the record. There are 14 non-sustained tachycardia (nst) events of <(><<)> 220 milliseconds v-v cycle recorded between (B)(4) 2014.

Event description:
It was reported that an alert was triggered due to the right ventricular (rv) lead impedance out of range. There was an initial spike and has been fluctuating. There has also been an increase in short interval counts (sic). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d154awg ICD, implanted: (B)(6) 2009. (B)(4).